Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (revision surgery required) and product code mbh.

Event description:
Revision surgery required. The patient received primary tka on (B) (6) 2006. After 20 months, the patient received revision surgery only for tibial component due to pain related to the possibility of an oversized tibial component. The surgeon requests information about the specific part and size of area (square measure) of the bone growth which is adhering to the ha tibia base plate.